Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed.  Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector pulse pin was burnt. The root cause for the burnt pulse pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving adjust belt messages.